Event description:
It was reported that the ilet device appeared to discharge while connected to its charger, with the battery level decreasing from 31 percent to 28 percent during a charging period and similar behavior observed over several days; during troubleshooting, the user moved the device to a different outlet and subsequently observed the charge increase to 38 percent, and a replacement charger was arranged to rule out charger or outlet issues. Symptoms included no reported adverse health effects. Outcomes included no reported impact to health, no alerts or alarms, and no hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed a suspected charging performance issue potentially related to the charger or power source, as evidenced by improvement when using a different outlet. It was concluded, based on previously established findings for similar reports, that the cause was likely an accessory or external power issue rather than a device malfunction.